Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.

Manufacturer narrative:
Plant investigation: the cycler was not replaced under this complaint. The actual device was investigated under a related file (B)(4). A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and will be replaced in production. The cause of the observed dried fluid and fluid could not be determined.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.

Manufacturer narrative:
Follow up 1: date of report. Date entered incorrectly. Date should be 11/28/2018.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.